Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d334drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with sepsis. The implantable cardioverter defibrillator (ICD) system remains in use. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event. (B)(6) 2015: additional information was received that the patient died. Cause of death was sepsis. The patient was admitted to the intensive care unit (ICU) with shortness of breath. It was found that patient had (B)(6). The patient had multiple tests to help identify the source but the source could not be determined. The patient required medications to lower heart rate and support blood pressure. In addition the patient was given multiple fluid boluses and intravenous antibiotics. While in the ICU, the patient made the decision to turn off the ICD while continuing antibiotics and initiating modified comfort care status. The patient continued to have low blood pressure and developed decreased level of consciousness and passed away.